Event description:
The facility reported a colleague infusion pump with a malfunction of battery failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery failure was confirmed by baxter personnel during product evaluation. The main batteries and harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). The root cause was assigned to depleted main batteries due to use/user error.